Event description:
A customer reported a malfunction with their insulin pump after swimming with it, displaying malfunction code 12. There was no adverse impact on the customer's blood glucose level, with readings not exceeding 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump, which resolved the issue. The customer was advised to continue using the pump and to call back if any malfunctions occurred again.